Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated before use and was found to be in back-up operation mode.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received at backup mode of operation, which was discovered while device was still in the box. Final analysis found the device went into backup mode due to a hardware reset error.